Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was 306 mg/dl at the time of incident. The customer indicated that the alarm was resolved by changing the infusion set. The customer will not return the reservoir or the set. No further details given.